Event description:
There was a leak of liquid at the flow regulator site, this is, in the body element (the part of the product connected to the tubes that sets the flowrate to be delivered to the pt).

Manufacturer narrative:
The lot no of the product is unknown. Therefore, leventon s.a.u. Cannot initiate any evaluation of this incident.